Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reports that their spouse is a physician. It is unclear if the patient received medical intervention. Reporting out of abundance of caution. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.